Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his sensor glucose and blood glucose was off by 100 points. The customer also reported receiving a calibration error and change sensor alert. The customer's blood glucose was 600 mg/dl. Troubleshooting also occurred on the customer's transmitter. No additional information is provided.